Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was attempting to fill the cartridge with insulin pens and off label u200 insulin. The customer was advised to use a vial and syringe for troubleshooting, but customer terminated the call before further assistance could be provided.